Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was admitted with heavy menstrual bleeding complicated by anticoagulation. On admission, the patient's pump powers were significantly elevated. Her lactate dehydrogenase and plasma free hemoglobin was also elevated.

Manufacturer narrative:
The patient remains on going with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.